Event description:
A hospital staff member experienced an anaphylactic reaction associated with wear of surgical gloves. Upon donning, they experienced itching. Upon removal, they experienced swollen lips, hands and arms with localized red rash with burning sensation resulting in emergency treatment of antihistamines. They were released and placed on medical leave. The issue has since resolved and the staff member has returned to work.